Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and auto mode switching was observed on the atrial lead. Atrial capture was still present when pacing due to ventricular sensed events at the appropriate interval and rate. Th physician opted to continue monitoring the patient.